Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733622, serial/lot #: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the staff cart monitor of the navigation system lost display functionality on the bottom of the screen while the top portion flickered. It was noted that the issue occurred while loading patient exams onto the navigation system. It was reported that the navigation system was rebooted which restored functionality. There was no patient present when this issue was identified.